Event description:
On 09/092024 customer was using the stairlift when it stopped over the landing and he fell down the stairs. On 09/10/2024, acorn field technician inspected the starlift and investigate the incident. Customer stated that as the stairlift go around the bend, it tlted downward. Customer wasn't wearing any seatbelt and as a result, the customer fell out of the stairlift. A CT scan determined that customer has suffered a transverse lumbar closed fracture from the fall. Customer also tore the skin on the left elbow and was prescribe pain medication for the fracture and received bandage on the elbow.